Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 925mcg/day via an implantable pump. The indications for use was intractable spasticity. The healthcare provider reported that a possible pocket fill or pump malfunction was suspected. Per the healthcare provider, the patient was admitted to the picu (pediatric intensive care unit) tonight (B)(6) 2017 with decreased responsiveness after a pump refill earlier today. The outside hospital was concerned for baclofen overdose. The healthcare provider accessed the pump and was only able to with draw 6ml of the expected 19.7ml and was definitely an issue. The healthcare provider dropped the patient to minimal flow and left a couple of ml of medication in the reservoir in case it dumped again. Per the healthcare provider the picu team would contact neurosurgery early in the morning of (B)(6) 2017. The healthcare provider further stated that the patient was on 925 mcg per day and they had weaned him down from the ridiculously high 1400 mcg per day the patient was on when they moved here from (B)(6) last year. There were no known environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken were that when the healthcare provider found the reservoir discrepancy they did refill the pump with 20mls and was able to withdraw that full 20ml. The healthcare provider only left 2ml's in the reservoir and put the pump to minimum rate as a precaution to ensure the patient would not receive 20mgls of drug again if the pump was malfunctioning. The healthcare provider did not do the refill herself and was unaware of any issues with the procedure. The healthcare provider was requesting replacement due to the patient's complicated medical history. A pump replacement was planned and had not yet occurred. The issue was not resolved and the patient's status was noted as alive, no injury at the time of the report. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient's medical history included spasticity, non-accidental head trauma as an infant with resultant severe hypoxic-ischemic encephalopathy [hie] and quad cerebral palsy. Concomitant products included clonazepam, qvar (beclomethasone dipropionate), eryped (erythromycin ethylsuccinate), cuvposa (glycopyrrolate), melatonin, pantoprazole, azathioprine, loratadine, cetirizine, valproic acid, gabapentin, flonase (fluticasone propionate), proventil (albuterol), and scopolamine. The physician "thought" the patient started intrathecal baclofen on an unspecified date in 2012 and reported that the patient had relocated and was seen in the physician¿s practice since 2016. The physician reported that when the patient "came to us" the patient's treatment was 1200 g/day and the physician was able to wean the patient to 925 g/day (not further specified). On (B)(6) 2017, the patient was admitted to the picu with the admitting diagnose of altered mental status and hypothermia. At that time, his pump dose was decreased to minimal flow rate. The patient was taken to the operating room (or) for a pump revision and found to have a catheter leak. The excess fluid in the pump pocket was attributed to the catheter leak. The patient was discharged on (B)(6) 2017. No further patient complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheter found a user-related hole on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that it was unable to be determined if there was a pocket fill or a pump issue that caused the volume discrepancy. The cause of the volume discrepancy was unknown. A catheter leak was identified in the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter h6: device codes (B)(4) no longer apply. Conclusion code (B)(4) applies exclusively to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a health care provider (hcp) via a manufacturer representative reported there was a possible pocket fill on (B)(6) 2017. The patient was in the intensive care unit (ICU) due to unresponsiveness. The pump was accessed with 19 ml for the expected residual volume (erv), but the physician was only able to aspirate 6 ml for the actual residual volume (arv). The hcp then filled the pump with 20 ml and aspirated 20 ml. The hospital physician didn¿t want the pump reservoir full due to concerns of the pump ¿dumping drug again¿, so the managing physician filled the pump with 2 ml and programmed the pump to minimum rate. The physician wanted to replace the pump on (B)(6) 2017 as the early replacement indicator (eri) was 17 months. The pump would be returned for analysis. The representative was unable to provide any more detail as she was starting the pump replacement case. Additional information received on 2017-jul-10 from the hcp via the representative reported the pump was replaced on (B)(6) 2017. During the replacement, there was excess fluid in the pocket. However, a hole in the catheter was also noticed as the catheter was positioned directly over the refill port. The catheter was patched and determined to be patent. The cause of the overdose was undetermined, but there was a suspected partial pocket fill. The patient¿s dose was decreased by half at the advice of the managing physician, and the patient remained intubated in the picu for 24 hours. At follow-up, the morning of (B)(6) 2017, the patient was removed from the ventilator on (B)(6) 2017 without complication. The dose was lowered to 450 mcg/ml by the managing physician. The pump and partial catheter were going to be returned for analysis. Pump event logs provided by the representative showed that after the catheter revision, the spinal segment was estimated at 30 cm. The pump segment was estimated at 92 cm. The catheter tip was noted to be at c3/c4.